Manufacturer narrative:
D5; h4: information unavailable. Based upon the inquiry information received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was returned in good physical condition and was examined and was found to be functional. The instrument was then reloaded, cycled, fired, and formed all staples without incident. The staples were measured and were found to be within specifications. It was concluded that the instrument's "staples did not form" when "the surgeon pulled both triggers" was due to both triggers being pulled simultaneously. The instrument should be securely clamped before the firing trigger is actuated. Each instrument is evaluated during the assembly process to ensure that staples fire and form correclty. The staples may not form properly and leakage of the staple line may occur if the instrument's triggers are closed simultaneously. The instrument should be securely clamped before the firing trigger is actuated.

Event description:
During a low anterior resection the surgeon pulled both triggers of an ax55b simutaneously and the staples did not form. The staples were removed from the bowel. The surgeon experimented with a second stapler, an ax55g, and fired it outside the field. This stapler was discarded. The case was finished with a third stapler. There was no consequence to the pt.